Event description:
A report was received that the patient was having swelling and pain around and at the ipg site. The physician believed that patient¿s lack of adipose tissue was causing the ipg to constantly be rubbed. The patient was prescribed steroids for the inflammation at ipg site.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the scs system was replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient's ipg pocket was relocated during the ipg replacement.

Event description:
A report was received that the patient was having swelling and pain around and at the ipg site. The physician believed that patient¿s lack of adipose tissue was causing the ipg to constantly be rubbed. The patient was prescribed steroids for the inflammation at ipg site.

Event description:
A report was received that the patient was having swelling and pain around and at the ipg site. The physician believed that patient¿s lack of adipose tissue was causing the ipg to constantly be rubbed. The patient was prescribed steroids for the inflammation at ipg site.